Event description:
It was reported that the patient's device triggered elective replacement indication and several months later was at end of life. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4) : the device was returned and analyzed and analysis revealed high battery impedance.